Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported no motor movement or negligible movement. Retries to free a stuck motor failed. (Pump error 38). Troubleshooting was performed and the alarm was cleared successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08430 inches. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 38 alarm noted. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 06-jan-2024, no bolus delivery noted. However, pump error 38 alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 06-jan-2024 listed on smartsolve. Daily total collection start time: 01/06/2024 00:00:00.000 daily total of all insulin delivered: 0 (0 u) daily total of basal insulin delivered: 0 (0 u) daily total of bolus insulin delivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Pump error 38 alarm was recorded and found in the formatted history file on: 01/05/2024 20:30:54.000 01/05/2024 21:02:15.000, 01/05/2024 21:02:40.000, 01/05/2024 21:03:02.000, 01/05/2024 21:03:24.000, 01/05/2024 21:03:58.000 01/05/2024 21:23:32.000, 01/05/2024 21:23:53.000, 01/05/2024 21:33:00.000, 01/05/2024 21:40:29.000 01/05/2024 22:13:25.000, 01/05/2024 22:14:49.000, 01/05/2024 22:21:24.000 01/05/2024 22:32:10.000, 01/05/2024 22:36:44.000, 01/05/2024 22:37:27.000 01/05/2024 22:38:07.000, 01/05/2024 22:55:35.000 01/05/2024 23:06:22.000, 01/05/2024 23:09:00.000, 01/05/2024 23:10:41.000 01/05/2024 22:35:42.000 01/06/2024 01:05:43.000, 01/06/2024 01:08:58.000, 01/06/2024 01:09:29.000 01/06/2024 03:50:10.000 01/06/2024 04:23:03.000, 01/06/2024 14:37:32.000 01/06/2024 14:41:20.000, 01/06/2024 14:48:07.000, 01/06/2024 14:49:28.000 01/06/2024 17:40:03.000, 01/06/2024 17:42:46.000 01/06/2024 22:08:59.000, 01/06/2024 22:10:21.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm in the formatted history file noted. The pump was cut open to perform visual inspection and found corrosion on the motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 38 alarm was confirmed according in the formatted history file download due to corrosion on the motor home switch. Please see below for pump errors/alarms noted 1 week prior to the event date 06-jan-2024 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 12/31/2023 22:18:00.000 sensor error alert (801) was recorded and found in the formatted history file on: 12/31/2023 16:51:18.000 12/31/2023 18:16:18.000 12/31/2023 18:46:19.000 12/31/2023 19:21:19.000 01/05/2024 23:34:26.000 01/06/2024 07:34:26.000 01/06/2024 07:44:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 12/31/2023 22:34:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 01/05/2024 20:33:22.000 01/05/2024 20:35:49.000 01/05/2024 23:07:30.000 01/05/2024 23:08:34.000 01/05/2024 23:09:43.000 01/05/2024 23:10:21.000 01/05/2024 23:20:05.000 01/05/2024 23:30:00.000 01/06/2024 22:06:32.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 01/05/2024 20:32:19.000 01/05/2024 20:32:35.000 01/05/2024 20:32:52.000 01/05/2024 20:33:44.000 01/05/2024 20:33:54.000 01/05/2024 20:34:06.000 01/05/2024 20:34:19.000 01/05/2024 20:34:34.000 01/05/2024 20:35:05.000 01/05/2024 23:09:50.000 power loss alarm was recorded and found in the formatted history file on: 01/05/2024 23:35:12.000 earliest power data available per the power management tool/detail trace file is on 12-jan-2024 at 8:18:57 am. There was no power data available for the date of 05-jan-2024. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs. Pump error 38 alarm was confirmed according in the formatted history file download due to corrosion on the motor home switch. Also, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.